Event description:
Event description cpi received information that this transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) were removed due to high pacing thresholds and oversensing.